Event description:
It was reported that a spectrum pump displayed upstream occlusion alarm, when there was no occlusion present. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the false upstream occlusion alarms. The alarms were reproduced during the eval and found to be caused by an out of spec spacing between the upstream pusher and the upstream sensor crystals. The spacing was adjusted to correct the reported symptoms.